Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle risk outputs associated with rf energy to probe for the serfas energy console: hardware failure. Software error due to hardware failure. Bad wire connection. Damaged main board. Damaged rf probe receptacle. Damage to console during shipping/ handling. Risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles: hardware failure. Software error due to hardware failure. Damaged receptacle board. Damaged power board. Front board failure. Loose flex cable. Damage to console during shipping/ handling.

Event description:
It was reported that the serfas 90-s xl 3.5mm had damage to insulation upon first use causing excessive arching and charring of tissue.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas 90-s xl 3.5mm had damage to insulation upon first use causing excessive arching and charring of tissue.